Event description:
User was in a dept store sitting in the seat when the right caster detached from the frame. The malfunction caused her to fall to the right and onto the floor. No hospitalization was necessary, however the user did have some light bruising on her right hip.